Event description:
Stapler would not fire correctly in order to allow the surgeons to resect the tissue they were attempting to remove, the stapler was removed from the field. Another stapler was delivered to the field and worked correctly. The remainder of the case proceeded without incident. No harm to the patient and no delay. Stapler would not fire correctly with 60mm purple reloads in order to allow the surgeons to resect the tissue they were attempting to remove, the stapler was removed from the field. Another stapler was delivered to the field and worked correctly. FDA safety report ids# (B)(4).